Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus china and a thing which the cable boot part of the subject device was damaged and water leaked, omsc surmised there was the possibility this phenomenon was attributed to the camera cable failure of the subject device due to the unexpected stress by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device but could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e216 which indicated there was the communication problem between the subject device and the video processor was displayed and the image color was abnormal during the preparation of laparoscopy procedure. The intended procedure was completed with another similar device. There was no patient injury associated with this report.